Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during (avastin, 139ml at 278mls/hr) in the oncology unit during therapy. At the end of the infusion, 70 ml residual avastin was left. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.